Event description:
It was reported that an unspecified malfunction alarm occurred resulting in a blood glucose level (bg) of 504-505 mg/dl. The customer delivered a correction bolus via the pump to address the bg and then reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.